Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.